Event description:
The hcp reported that the pt had "pump connector repaired due to leak in this area. Previously had catheter repair due to 'leak' as well. One to two weeks after having pump connector replaced, pt came to hosp with 'paralysis' symptoms (spinal cord compression) and required emergency surgery to remove both the pump and the granuloma causing cord compression. Drug was hydromorphone 75 mg/ml. Removal of pump, catheter and granuloma and monitoring of symptoms/time in hosp to recover from surgery and cord compression. Understand pt's 'paralysis' has vastly improved, but her pain has worsened and she is on a constant infusion device for pain." Same as MFR' report #: 2182207200601115.